Event description:
During t2 ph surgery, the surgeon did the drilling for the distal screw hole of the nail. The surgeon inserted the screw. When the surgeon checked the image he found that the screw was not inserted in the distal screw hole. The surgeon tried to drill a second time but the screw could not be inserted and the surgery was finished.

Manufacturer narrative:
Evaluation summary: product inquiry states the target device ph t2 to be the subject product. No further associated products were reported. A review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. The item reported was documented as faultless prior to distribution. A physical examination could not be carried out as the device was not returned to stryker kiel. According to additional information received from the sales rep, the function of the reported target device was tested with a sample nail. The device was found to be fully functional. The root cause of the reported event is therefore not device related. The alleged event is most likely caused due to a sub-optimal intra-operative procedure. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. No non-conformity was identified.

Event description:
During t2 ph surgery, the surgeon did the drilling for the distal screw hole of the nail. The surgeon inserted the screw. When the surgeon checked the image he found that the screw was not inserted in the distal screw hole. The surgeon tried to drill a second time but the screw could not be inserted and the surgery was finished.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.